Manufacturer narrative:
(B)(4).

Event description:
It was reported that; after placement of the catheter to the patient, the user was unable to connect the white compression cap of the tunneler to the irrigation tube, as the cap was loose. Therefore, the user removed the catheter and replaced with a new one. After inserting the new catheter without problem, the user attempted to connect the white compression cap of the tunneler to the irrigation tube, but he/she was unable to tighten the cap screw completely again. (The cap screw stopped at about 90% and could not be tightened further.) Therefore, the catheter was removed and replaced with the third one to complete the procedure. Associated to 9680794-2023-00914. No patient injury was reported.

Manufacturer narrative:
Qn# (B)(4). The customer report of connection difficulty between the catheter body and connector assembly was confirmed through investigation of the returned sample. As received, the fitting was not able to fully cover the threads from the connector assembly. Upon removal of the fitting, it was observed that the compression sleeve was partially advanced over the threads of the connector assembly. Damage was observed from the sleeve becoming pinched between the threads. Once the compression sleeve and fitting were removed and then reassembled according to the instructions-for-use, all relevant visual and functional requirements were met. A device history record review revealed no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that; after placement of the catheter to the patient, the user was unable to connect the white compression cap of the tunneler to the irrigation tube, as the cap was loose. Therefore, the user removed the catheter and replaced with a new one. After inserting the new catheter without problem, the user attempted to connect the white compression cap of the tunneler to the irrigation tube, but he/she was unable to tighten the cap screw completely again. (The cap screw stopped at about 90% and could not be tightened further.) Therefore, the catheter was removed and replaced with the third one to complete the procedure. Associated to 9680794-2023-00914. No patient injury was reported.